Manufacturer narrative:
(B)(4). No sample is available for investigation. We have informed our manufacturer accordingly. A follow-up report will be provided after their statement is available. Review the device history record and there were no defect encountered during in process inspection or final control inspection. (B)(4).

Event description:
As reported by the user facility (translation of user facility information by (B)(4)): solution infused in 1:30 instead of 30 minutes. Drug: rocephin-antibiotic.